Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that after a knee surgery had been performed on (B)(6) 2010 the patient reported pain. The adverse event was addressed with a revision surgery on (B)(6) 2022 to removed an unknown femoral journey component and replace it with a legion component. The condition of the patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a revision was performed to remove/replace all components due to pain approximately 11.5 years post implantation. It was communicated that the requested documentation/information was not available for inclusion in the medical investigation. Reportedly, pain was the root cause of the revision; however, without the requested documentation/information, this could not be further assessed. The patient impact beyond the reported pain and subsequent revision cannot be determined as the current patient status remains unknown. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.